Event description:
These IV catheters all bend and leak. Pts do not always receive prescribed amount of medication IV because leakage may not be noticed for awhile. Salesman felt nurses did not insert catheter properly and pt moved arm. (Sample) (*)